Event description:
Information was received from a patient (pt) regarding an external device intellis recharging belt. The reason for call was broken belt. Pt said it kind of frayed and pt had it pinned together. The belt broke several weeks ago. An email was sent to repair to order a belt. See email in related case information was received from a patient (pt) regarding an external device. The reason for call was software problem. Pt tried a reset last night when they talked to the manufacturing representative. Reset did not resolve the message. Pt said it says software problem: 1-intellis; 2-3.6;3-243; 4-qf_port. Had pt take the battery out on the call and plug the controller in the wall. The screen did not power up. The power supply had the green light and pt saw no damage. An email was sent to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745nt lot# / serial# (B)(6) was returned for analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they called the other day since their device was not working properly for it showed all these codes and was frozen. The old controller now was working perfectly. Last night when they went to use the new controller to charge the ins the same code of software problem came up and then went away after resetting controller. Pt was able to recharge the ins. During call both batteries were at 100%. A replacement recharger (rtm) was sent out.